Event description:
On (B)(6) 2012, the patient reported that the pump required a battery change, she replaced the battery, confirmed the information on the verification screen, and she noticed that there were only two bars on the battery indicator where there should be three. The patient said that she placed another new battery in the pump; she alleged that the pump would not move off the verification screen even when she tried multiple times. The patient denied any prior keypad issues. She said that there has been no water exposure and no known trauma to the pump. This complaint is not being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
(B)(4): during evaluation, the pump was found to power up to the verify screen. All keypad buttons responded to button presses as expected. All alarms were found to respond appropriately. There were no issues found with the display screen. The pump was exercised for 24 hours on a 1 unit per hour basal program. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.